Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Patient's weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure where the device was placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.